Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable exhibited a small fray at the wrist. The clevis did not exhibit any damage. Failure analysis investigation also found the following unreported damage: the distal end of the main tube had various scratch marks with light material removal. The scratches were .172 - .046 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the pulley wire broke on a prograsp forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.